Manufacturer narrative:
The autopulse nxt platform in the complaint will not be returned to zoll for investigation because the customer informed zoll that they have resolved the issue.

Event description:
The customer reported that during shift check, the alert yellow triangle indicator on the autopulse nxt platform, sn (B)(6) started flashing, indicating a technical malfunction. The nxt platform was started up, but it was not functional. After replacing the battery and the nxt bands, the nxt platform was operational again after being restarted. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.